Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos df surgery, the surgeon used the locking screw and plate. When the surgeon tightened the locking screw, the tip of screw driver was broken. The surgeon removed broken piece of screw driver. However, it was not possible to remove broken piece jammed into the screw head.

Manufacturer narrative:
The reported incident that screwdriver t20 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a rd/design related issue. The breakage of the screwdriver tip was addressed by the nc/CAPA and a design change was already implemented on this device in order to increase its torque resistance. Although the device was not returned and the lot number was not communicated, a nc/CAPA was found addressing the reported failure mode, and so it cannot be excluded that the device was manufactured before the design change occurred. Note, as stated in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [...] Special comments for application only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.'' [Original statement(s)] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During axsos df surgery, the surgeon used the locking screw and plate. When the surgeon tightened the locking screw, the tip of screw driver was broken. The surgeon removed broken piece of screw driver. However, it was not possible to remove broken piece jammed into the screw head.